Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) product type recharger h3: analysis of the recharger wr9220 wireless perficio insr (s/n: (B)(6)) revealed the leds scrolled continuously, the device was unresponsive, and the flash sector read/write protection bits had become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G3: the incorrect date was used; updating the aware date for follow up number to 2025-05-02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the battery light on the recharger was scrolling up and down. The patient said they tried hard resetting the recharger, but that didn't resolve the issue. An email was sent to the repair department to replace the device. The patient also stated that they had been having trouble pairing their communicator, and the issue began about a week ago. An attempt was made to assist the patient, but the communicator was not charged. The patient was instructed to charge their communicator and call back for further troubleshooting. The patient reported that their implant was currently depleted. The patient would call back after they received their new recharger. Additional information was received from the patient on (B)(6) 2024. They reported seeing device not found with the communicator and the mytherapy app. The caller confirmed that the ins battery depleted, but they were unable to charge it. The patient was advised that a replacement recharger was on the way, and once they charged the ins, they would be able to communicate with the ins.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.